Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time as the source was not reported from the outpatient clinic. However, enterococcus faecalis are normal inhabitants of the gastrointestinal (gi) tract and a known contributor to peritonitis through either touch contamination or from gi sources. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During the follow-up for an unrelated issue, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with enterococcus faecalis and a white blood cell (wbc) count was unknown. The patient was diagnosed with peritonitis due to an unknown cause and prescribed intraperitoneal vancomycin at 1000 mg every three days for three weeks. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler and products (brand and model unknown) during the admission. The patient was discharged home and continued ccpd therapy on the same liberty select cycler as before the event. There was no allegation that the event was related to a fresenius device malfunction.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.